Event description:
The patient was in emergent need for dialysis and her existing access site was occluded. The dialysis team decided to place a vas cath central line using the right ij access. The vas cath was being placed using ultrasound. The guide wire was inserted and then the catheter was threaded over the guide wire. The physician confirmed appropriate placement location of the catheter. Upon attempting to pull the guide wire, it would not come out. The line was pulled in its' entirety. Shortly after removal, the patient began to decompensate. CPR was initiated. Chest x-ray demonstrated a large right hemothorax. A chest tube was placed. A right femoral vas cath was then placed. The patient decompensated three times and did not survive the third. It was felt that the catheter or guide wire perforated the vessel and the bleeding could not be controlled. The physician examined the guide wire after removal and reported that it had a bend at the end of the wire. The guide wire was not bent before the procedure began.